Event description:
It was reported that during an unknown procedure, the surgeon noticed that the teflon pad of the instrument came off during the operation. It was not reported how the procedure was completed. The surgeon could not remember the details but he mentioned that the patient is doing well now. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.